Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a right ventricular (rv) lead warning, likely due to low impedance. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.